Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3; reference MFR. Reports: 1627487-2014-03452 and 1627487-2014-03453. The patient had 4 cervical scs leads. Each 2 had the same lot number. It was reported the patient experienced a loss of hand stimulation. It was also reported the patient had not charged in over 6 months due to ineffective stimulation. As a result, the patient was unable to establish communication with her external devices and also received a 2501 comm error from the patient programmer. The patient's scs ipg was explanted and replaced. Following the procedure, effective stimulation could not be restored. The scs leads were tested post-operative and showed invalid impedance values. As a result, the scs leads were explanted and replaced.